Manufacturer narrative:
The hakim valve was returned for evaluation: DHR - lot ctfcg0, conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected; cut and marks were noted in the needle chamber. The valve failed the test for programming (the cam mechanism wiggled). The pressure test could not be performed because the device could not be programmed. The valve passed the tests for occlusion, leaks (no other leak than the cuts marks in the needle chamber were noted), and reflux. The valve was disassembled: was visually inspected under microscope at appropriate magnification: biological debris were found on the ruby ball, on the seat of the ruby ball and motor. A visual check of the magnetization motors was carried out, the valve passed the test. Root cause - the root cause for the issue reported by the customer is due to biological debris and protein build up interfering with the valve in view of the biological debris found during the investigation. The root cause for the ¿cut marks¿ is due to a sharp or pointed object coming into contact with the valve or atypical handling, as noted in the surgical procedure precautions section in IFU, silicone has a low cut/tear resistance.

Event description:
N/a.

Event description:
A facility reported that after performing a regular checkup, requiring MRI (3t), they noticed that the hakim valve (chpv ID 823111) is ¿¿locked¿¿ in 30mm setting and medical staff could not re adjust it. The patient was presenting moderate symptoms of over-drainage (patient condition). Although the patient was in good condition, but with some medical issues, and in order to exclude that the cause was the malfunction of the valve, they decided to explant the chpv and implant a new certas valve on (B)(6) 2024. Patient is in good condition. The hakim valve was implanted in (B)(6) 2015.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.